Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a hypoglycemic event after administering a bolus following breakfast, resulting in unconsciousness and inability to self-administer treatment. Emergency services arrived, administered glucose (raising patient's blood glucose [bg] level to 292 mg/dl), and transported the patient to the hospital. At the hospital, the patient had another hypoglycemic episode with a bg of 52 mg/dl. Hospital staff instructed the patient to remove the pod, which had been worn on the abdomen for between 5 and 24 hours and was subsequently discarded. Treatment included sweet foods such as biscuits and apple juice. Patient remained at the hospital for approximately 3 hours. The diagnosis was hypoglycemia with symptoms of sweating and unconsciousness. No further medical treatment was provided. After replacing the pod, the patient was feeling significantly better with no additional issues.